Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that a vectra-t surgery was performed at c3-c6 on a patient with cerebral palsy (cp). It was reported that no problem was reported after the surgery. At a later date, it was discovered the screw backed out at caudal side. The patient did not report any symptoms. The screw that was reported to have backed out was removed and replaced with a emergency screw. The surgery was completed without any complications. The procedure was not delayed. There was no patient harm reported. There were no infectious diseases reported. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information: patient harm was noted; however, not confirmed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition; the screw shows signs of use; wear at the screw head, anodization color is bleached. No damages can be identified. The locking screw was not returned. The plate was not returned. The screw works with the screw driver (324.105) as intended and screw can be inserted into a foam block. The screw also locks in a plate used for evaluation (450.591). Based on the evaluation it can be concluded, that device design, material of construction, packaging, tolerance stack-up/mating parts/compatibility, sterilization, labeling, user technique, manufacturing specifications (e.g. Electropolish, heat treat, broaching, etc.) Most likely did not contributed to the reported event. There is not sufficient information to finally determine if the screw itself or what lead to screw back. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.